Event description:
It was reported that a intellatip mifi xp temperature ablation catheter was used in a cavotricuspid isthmus (cti) flutter ablation procedure. Tachycardia was terminated during ablation. However there was still more ablations needed in order to have the dx20 distal pair timing to be appropriate. During the waiting period the physician noted adjunctive ablations were required. Ablation generator setting was 40w to 45w power and temperature. The physician was doing 60 to 90 second ablations on patient when the location was good and stable. There had been total of 1323 seconds of ablation in the case. When the physician took the catheter out of the patient he noted that there was char formation in the proximal rf electrode. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed clotting/charring in distal section of the catheter shaft, between tip and ring #1. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellatip mifi xp temperature ablation catheter was used in a cavotricuspid isthmus (cti) flutter ablation procedure. Tachycardia was terminated during ablation. However there was still more ablations needed in order to have the dx20 distal pair timing to be appropriate. During the waiting period the physician noted adjunctive ablations were required. Ablation generator setting was 40w to 45w power and temperature. The physician was doing 60 to 90 second ablations on patient when the location was good and stable. There had been total of 1323 seconds of ablation in the case. When the physician took the catheter out of the patient he noted that there was char formation in the proximal rf electrode. No patient complications were reported.